Event description:
Photo received.

Manufacturer narrative:
Investigation summary: the customer reported the tubing immediately separates and returned one sample photo of material 2420-0007, lot 25035013. Upon initial visual examination, the set verified the separation failure. The separation occurred at the lower fitment of the pump segment, solvent based connection. The manufacturing plant found the root cause for the separation to be related to incorrect solvent assembly procedure. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing is in two pieced on arrival or immediately separates when starting to prime fluids.